Event description:
Additional information: it was reported that the console was supporting a patient when battery issues occurred but no patient consequences. The patient was continued on support on another console. It was additionally reported that the motor worked as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor, serial number (B)(6) , was evaluated due to the reported event of atypical battery alarms and issues with ac power. Per the investigation of the returned centrimag console (serial number (B)(6) ), the cause of the issue was determined to have been related to the console¿s smart power supply printed circuit board and was unrelated to the motor. Per additional information, the centrimag motor was working as intended and was therefore not returned for analysis. Review of the device history record for centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console had a battery alarm, but the alarm was not able to be acknowledged. The console needed to be disconnected from all power in order to be switched off. The battery power was not working. Regulatory reference report MFR # 3003306248-2023-01386.